Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing, visual examination and x-ray inspections were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture. The atrial lead was not used and replaced. The patient was in stable condition.